Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The customer was at 320 mg/dl at the time of admission. The customer had diabetic ketoacidosis 4 days prior to passing. The customer had woken up high at around 280 mg/dl. The cause of death was heart arrhythmia. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital staff less than 48 hours prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.